Event description:
A 84-yr-old male was found with foley catheter out on 9/25/95, balloon tip missing, possibly still in pt (#16 french foley, silicone coated latex, had been placed on 9/20/95). Md was informed and pt was monitored. Voiding qs clear yellow urine, in diaper. G/u consultation performed on 9/26, cystoscopy performed on 9/27, under local anesthesia, and 8cm catheter tip was retrieved and sent to pathology. Catheter was returned to MFR. Note: cystoscopy performed on 9/27 at approx 0755-0800. Later in day pt developed respiratory distress, transferred to ICU, positive mi. Believed to be unrelated to cystoscopy procedure.